Event description:
It was reported that the pump shows error 41541. The incident occurred during preparation, in the operating room while doing anesthesia. There was no patient involvement.

Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer problem was confirmed. Last error code 41541 is displayed in the device information. The flex circuit sensor needs to be replaced.